Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Supply changes were performed resolving the occlusions. Additionally, the customer experienced continuous, ongoing elevated blood glucose (bg) levels. Blood glucose values were not provided and correction boluses were delivered to address bgs.